Manufacturer narrative:
Approximate age of the device - 9 months (calculated from the date when the mobile power unit was shipped to the customer; (B)(6) 2017). Although the evaluation of the submitted system controller log file confirmed a no external power event, a specific cause for this event could not be conclusively determined through this evaluation. The mobile power unit (mpu) remains in clinical use and the patient continues on vad support. Heartmate ii left ventricular assist system (lvas) patient handbook and instructions for use (IFU) describe that all alarms (visual and audible) and what action should be performed when they do occur. Both the heartmate ii lvas IFU and patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records of the device cannot be reviewed due to serial number not being provided. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a log file was submitted for routine review. Based on the log file, technical service confirmed that no external power and low power hazard events were found on (B)(6) 2018. This event could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. The patient was asymptomatic.